Event description:
It was reported that during a pancreatoduodenectomy procedure, the tissue pad was damaged and nearly detached off after about 2 hours. An error code 5 was also displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The nurse commented that the device had not been used all the time. According to the medical engineer, errors had occurred several times during the system check, and the clamp was closed when the device was checked by the nurse.

Manufacturer narrative:
Date sent: 6/4/2009. Information anticipated, but unavailable at this time.